Event description:
Patient was revised to address knee pain. It was reported that the patient fell. The posterior condyle of the femoral component was found to be cracked. The femoral component and tibial tray were loose at the cement/bone interface. The manufacturer of the cement used at the time of original implantation is unknown. Osteolysis and poly wear of the tibial insert were also found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Provided information suggests patient trauma (fall) was a possible contributing factor. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.